Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5179511.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited an unknown integrity issue. The patient condition was unknown.